Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump was buzzing between 8 and 9 am. The customer stated she is visually impaired and could not check the insulin pump. Someone came to help her and indicated the carelink report did not show date after 6am and the alarm history showed a no delivery alarm on (B)(6) 2017. The customer stated that her blood glucose went up to over 600 mg/dl, she removed the cannula and found it was bent. Troubleshooting was not performed. The insulin pump will not be returned for analysis.